Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a battery out limit alarm and bad battery alert and was able to clear, but could not change the time. Customer bought and changed battery and was able to resolve issue. Customer called back reporting that display screen was blank. Customer's blood glucose was 29.6 mmol/l and was at the clinic. During troubleshooting, customer noticed that the battery cap looked burnt. Customer was able to change battery and battery cap and issue was resolved. Customer was advised to monitor insulin pump.